Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box showed loss of prime warnings had occurred. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor calibration was within required specifications and no force sensor circuit defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose of ¿hi¿ (>600mg/dl) with extreme thirst, excess urination, nausea, symptoms of dehydration, and small ketones. The patient had reportedly been treating the elevated bg with insulin via injection but was unable to get bgs to resolve. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, one loss of prime warning had occurred associated with the alleged bg excursion. Customer technical support reviewed the pump with the reporter and found that an empty cartridge alarm had occurred, which triggered the loss of prime warning per normal pump functionality. Troubleshooting determined that the prime steps were not completed properly after an appropriately emitted alarm. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.